Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported no hearing sensation with the device after two accident episodes. Reimplantation is considered.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The patient reported no hearing sensation after two accidents. Patient has been re-implanted.